Manufacturer narrative:
Unknown (for use when the device problem is not known). Since no product was received, no root cause could be determined and complaint failure could not be identified. Not all patients are able to accept placement of the catheter.

Event description:
A prolieve thermodilation kit was used in a procedure in 2007 as part of the prolieve cap clinical trial. (Patient weight unknown.) The following information was reported to boston scientific corp. In 2006, patient experienced urinary retention (moderate) and was catheterized and taught to self-catheterize. The physician noted the event to be possibly related to the device. The event was reported as resolved one day later.